Event description:
It was reported that an alert/notification settings issue occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause was determined to be the mobile device updated its operating system, which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).